Manufacturer narrative:
(B)(4). Date sent: 03/30/2020. Additional information received: the customer cannot provide answers to the rest of the questions.

Manufacturer narrative:
(B)(4). Date sent: 02/21/2020. Additional information was requested, and the following was obtained: can you please clarify, what was the shape of the staples (b-formation, irregular, unformed)? Was the staple line incomplete (meaning missing staples)? At the stapling, technical failure with the device: a small opening at the middle of the stapling line. It was fixed by a suture with a vicryl 3-0 on the stapling line which was reinforced by a stitch in "x" of vicryl 3-0. Were there any patient consequences? The multiple operations, general state of the patient and the pre-op and post-op complications (including infectious complications by a midline) cannot indicate if this incident has an impact on the patient's health. Were there malformed staples in this area? Or, were there staples missing from this part of the staple line? Unk. Please explain what is meant by, ¿multiple operations¿? Did the patient require additional surgical intervention based on the issue reported with the contour device (cs40g)? Operations by the visceral surgeons on (B)(6) 2019, with a re-operation 4 days later and 9 days later. The complaint is related to the surgery performed 9 days later. No additional surgical intervention required based on the issue reported with the contour device (cs40g)? What were the pre-op complications? Infectious. What were the post-op complications? Infectious. Were any of these complications related to the contour device (cs40g)? Not definable what is the current patient status? Died in (B)(6) 2020. Additional information was requested and the following received: can a detailed timeline of events leading up to the patient¿s death be provided? What were the indications for initial surgery? What surgical procedure was performed? Was the distal transection taken in one firing or multiple firings? Was the device difficult to close? Was the device difficult to fire? Were there any issues noted with the contour device in the initial procedure? How the initial procedure completed? What was the indication for the second procedure? Was a contour device used in the second procedure? If yes, where was the device used and were there any difficulties. If there were difficulties, please explain. Were there other stapling products used in either procedure? Please explain what is meant by, ¿stated complications in second procedure?¿ does the surgeon believe an ethicon stapling device to include contour cause or contributed to the patient death? If yes, why? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Response: does the surgeon believe an ethicon stapling device to include contour cause or contributed to the patient death? If yes, why? The multiple operations, general state of the patient and the pre-op and post-op complications (including infectious complications by a midline) cannot indicate if this incident has an impact on the patient's health. Were any of these complications related to the contour device (cs40g)? Not definable anamnesis: fall from grade, unstable spine fracture, and a failure to raise a small handle in hypogastric, he has high lactates and abdominal pain with defense. At the stapling, technical failure with the device: a small opening at the middle of the stapling line. It was fixed by a suture with a vicryl 3-0 on the stapling line which was reinforced by a stitch in "x" of vicryl 3-0. Operation 1: exploratory laparotomy and more or less ostomy graft resection. A 90 cm terminal loop, necrotic and black-green, this one is ressected at gia blue 80. Shotgun barrel ileosotmia performed on the right flank with vicryl 3.0 after closure. Closing of the fascia with vicryl 1,0 two overjets. Closing of the skin with staples (no further details). Operation 2: revision of ileostomy for mesenteric ischemia. Detachment of the two gun barrel ileostomies. Cross-cut ileostomy with section of the mesentery (2cm upstream). Vicryl 3-0 operation 3: hartmann's operation for left colon perforation with sternal peritonitis. Section of the left colon upstream of the perforation with a blue 80 mm gia clip. Section of the left mesocolon and mesosigmoid flush with the tube with a ligasure forceps. Circumferential dissection of the mesorectum at the level of the upper rectum and realization of a stapling section with a green contour-loading forceps.

Manufacturer narrative:
(B)(4). Date sent: 01/31/2020. D4: batch # t5ay5u. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, what was the shape of the staples (b-formation, irregular, unformed)? Was the staple line incomplete (meaning missing staples)? Were there any patient consequences?

Event description:
It was reported that there was defective recto-sigmoid stapling at the middle of the stapling line. Suture stitches required. Septic risk.